Event description:
The patient reported blood glocose results of "147 mg/dl" with the lifescan meter and "114 mg/dl" on the laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.